Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator tank and the tube were evaluated and replaced, and the system was calibrated. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the system failed to boot up and displayed a generator error message. There are no reports of pt injury or death associated with this event.